Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing. A review of the logs showed no errors. Additional observation not related to the customer complaint: the instrument is found to have a dislodged retaining c ring at the wrist bearing. The ring is attached to the housing magnet. The instrument was found to have a dislodged bearing in the housing. The instrument housing was removed and found the instrument wrist bearing not properly seated at the back end. The snake wrist bearing appears to be dislodged. This causes the wrist cable to appear loose. The instrument was found to have loose wrist cable at the backend pulley. The loose wrist cable was result from dislodged retaining c ring and bearing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument locked up and would not open. The procedure was completed with no reported injury.